Event description:
It was reported that with the first fiber and second fiber, ¿the power of the fiber suddenly reduced, the console switched to standby continuously.¿ the procedure was completed with a third fiber. Patient or user outcome: no damages to the patient reported. This event is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap and can rotate off center. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).